Event description:
It was reported that the device exhibited backup vvi operation. The patient experienced minor discomfort due to pocket stimulation. The device was explanted and replaced. The procedure was successfully performed with no clinical complications.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to checksum error. The cause of checksum error was not determined. After reloading the product code the device was normal and no anomalies were found.